Manufacturer narrative:
UDI: (B)(4). The investigation is underway. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by a field clinical specialist, during insertion of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach a strut was noticed to be slightly bent when they started ¿loading the balloon¿ during valve alignment. The cause was unknown, "unable to recall any insertion difficulty, although the physician did mention the vessels were heavily calcified." It was decided to remove all devices. When they pulled the valve and delivery system into the esheath they met some resistance, this ¿caused the valve to become even more deformed and ended up causing a vascular injury¿. The devices were removed via percutaneously; however, the iliac artery perforation was surgically repaired with graft from the common iliac to bypass the perforation.  Another 23 mm sapien 3 ultra valve was prepped and successfully implanted in the patient. The patient was doing well post procedure. The devices were discarded by the facility.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-12005. The product was not returned for evaluation. Imagery provided by the site showed multiple valve struts were bent outward on the inflow side, resulting in the valve profile being enlarged. The patient had tortuosity in the right access vessel, and a severely calcified aorta. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history no other similar complaints. A review of the complaint history revealed the occurrence rate exceeded the control limit for the monthly trend category. No confirmed manufacturing non-conformances were identified. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. Per the training manuals and IFU, ¿if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged.¿ in addition, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace.¿ during the manufacturing process, the device was visually inspected by both manufacturing and quality. The sapien 3 ultra valve was 100% dimensionally inspected. Prior to final packaging the valve was 100% visually inspected and tested. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on the provided imagery. Due to the unavailability of a returned device (valve), no potential manufacturing non-conformance was able to be determined. A review of the lot history, DHR, manufacturing mitigations and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿during insertion of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach the strut became bent when they started loading the balloon [valve alignment.]¿ per imagery review and reported, patient had tortuosity in access vessel and severely calcified aorta. The presence of calcification in anatomy could create a challenging pathway for delivery system (with crimped valve) advancement. The valve may have caught on calcification upon exiting the sheath and prior to valve alignment, resulting in minor bending of single strut. When the team decided to remove the valve and sheath, withdrawal difficulty was encountered and upon valve retrieval into the sheath, the stent became extremely mangled. This indicates that excessive device manipulation (pull/push) was applied during device removal, which may have led to further damage to the valve struts and enlarged the crimped valve profile. As such, available information suggests that patient factors (calcified anatomy) and/or procedural factors (excessive device manipulation) may have contributed to the reported bent valve strut. Subsequently the bent valve strut damaged during use likely resulted in the iliac artery perforation. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint trend category for this event exceeded the monthly occurrence rate for the category valve damaged. A product risk assessment was initiated for further investigation. No product non-conformances or IFU/training deficiencies were identified during the evaluation, and no corrective or preventative actions are required.